Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set cannula was leaking on 19-may-2024, 20-may-2024, 21-may-2024. The blood glucose level of the patient ranged between 300 to 350 mg/dl which was treated by correction bolus via pump. Moreover, the issue occurred with four infusion set used for 18 to 24 hours and site was upper arm. No further information available.